Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The device was removed after possible clot ingestion and lower flows than expected and was unable to be placed after cleaning. The device was discarded and a second impella cp device was used successfully.